Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse events cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jan-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and migration after essure (fallopian tube occlusion insert) insertion. Seven years and 6 months later, she underwent a surgery to remove essure. Migration, pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that essure may move along the fallopian tubes and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic stabbing pain"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), inflammation ("inflammation"), arthritis ("arthritis"), alopecia ("hair loss"), menstruation irregular ("irregular periods") and tooth loss ("tooth loss"). The patient was treated with surgery (to remove essure implant on (B)(6) 2015) and surgery (to remove essure implant). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, inflammation, arthritis, alopecia, menstruation irregular and tooth loss outcome was unknown. The reporter considered pelvic pain, device dislocation, genital haemorrhage, inflammation, arthritis, alopecia, menstruation irregular and tooth loss to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and migration after essure (fallopian tube occlusion insert) insertion. Seven years and 6 months later, she underwent a surgery to remove essure. Migration, pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that essure may move along the fallopian tubes and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and grand multiparity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding/abnormal bleeding"), inflammation ("inflammation"), arthritis ("arthritis"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), tooth loss ("tooth loss") and tooth disorder ("dental issues"). The patient was treated with surgery (diagnostic operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, inflammation, arthritis, alopecia, menstruation irregular, tooth loss and tooth disorder outcome was unknown. The reporter considered alopecia, arthritis, device dislocation, genital haemorrhage, inflammation, menstruation irregular, tooth disorder and tooth loss to be related to essure. The reporter commented: discrepancy: date of removal previously reported as (B)(6) 2015 now it is reported (B)(6) 2015. Most recent follow-up information incorporated above includes: on 26-aug-2020: medical records received. Lot number added. Medical history, reporter information, aka name were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and grand multiparity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding/abnormal bleeding"), inflammation ("inflammation"), arthritis ("arthritis"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), tooth loss ("tooth loss") and tooth disorder ("dental issues"). The patient was treated with surgery (diagnostic operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, inflammation, arthritis, alopecia, menstruation irregular, tooth loss and tooth disorder outcome was unknown. The reporter considered alopecia, arthritis, device dislocation, genital haemorrhage, inflammation, menstruation irregular, tooth disorder and tooth loss to be related to essure. The reporter commented: discrepancy: date of removal previously reported as (B)(6) now it is reported (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), arthritis ("arthritis"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), tooth loss ("tooth loss") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, inflammation, arthritis, alopecia, menstruation irregular, tooth loss and tooth disorder outcome was unknown. The reporter considered alopecia, arthritis, device dislocation, genital haemorrhage, inflammation, menstruation irregular, tooth disorder and tooth loss to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse events cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after a company internal review, seriousness criteria amended. Intervention required for essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.